Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "door not fully latched". Review of history log found multiple "door jammed" alarms. The eval found the force required to secure door with a loaded IV set was above expected levels due to cracked threaded insert boss and raised threaded insert causing separation between the front case and mech assembly. The front case has been replaced.

Event description:
The customer reported that the spectrum pump displayed door not fully latched alarms. No pt injury was reported. No further info was provided.